Manufacturer narrative:
Analysis was unable to confirm the customer comment of the freeze, however analysis was able to confirm the broken screen. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and the screen was broken. There was no patient involvement.